Manufacturer narrative:
Pc-(B)(4).device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history reviewed: 2 unrelated non-conformance's on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, all related to implant loosening. Total for lot number: 4 (com-(B)(4), com-(B)(4), pc-(B)(4), pc-(B)(4)) complaints received by cmw in the last 12 months for implant loosening ¿ by product code: 137 by product family: 203 (63x smartset ghv, 140x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibial component at cement to implant interface. Cement manufacturer is from depuy. Doi: (B)(6) 2013, dor: (B)(6) 2018; left knee.